Event description:
A report was received that the patient had fallen and landed on the ipg and was having difficulty charging her ipg. The ipg was explanted and new ipg was re-implanted. The patient was able to receive full coverage and was doing well after the procedure.